Event description:
The cardiac catheterization laboratory staff report that in recent weeks there have been at least 11 failures of this intracoronary catheter to normalize or zero prior to use. The catheters were removed from the procedure and exchanged for 2nd catheters. The failed products did not reach the patient.